Manufacturer narrative:
There is no device information was provided. So, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter has alleged that the patient has passed away. There was no medical intervention required by the patient. The relationship between the device and the death is currently unclear. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.